Event description:
The hcp reported the pt recently had a pump and catheter replacement done. "Due to upper extremity issue with tone, catheter tip was moved up and placed at higher level to t-4." The daily dose remained the same and, since implant, the pt has been coming in for decrease in the daily dose. The physician reported that pt had a seizure and has been complaining of tinnitus.